Manufacturer narrative:
Post-incident inspection found the cpc connection for the side bolster disconnected, resulting in patient contact with internal percussion/vibration module. Once the connection was restored, the mattress side bolsters returned to proper function.

Event description:
From 1/19/2021 - 1/26/2021 mattress cell was not inflating which caused the percussion and vibration to vibrate the patient against the bed frame and resulted in the patient having skin breakdown. Co number for the order was (B)(4).